Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset occurred on the implantable pulse generator (ipg). The ipg will be replaced. No patient com plications have been reported as a result of this event.